Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an electrohydraulic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The spyscope ds was inserted into the bile duct through the guidewire. The guidewire was then removed and it was confirmed that the working channel sleeve of the spyscope ds protruded. There were no reported issues with the accessory device and no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was observed when the small knob was articulated counterclockwise. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Further investigation revealed that the working channel sleeve protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an electrohydraulic lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The spyscope ds was inserted into the bile duct through the guidewire. The guidewire was then removed and it was confirmed that the working channel sleeve of the spyscope ds protruded. There were no reported issues with the accessory device and no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.